Event description:
The customer reported that the handle was broken, the wires were frayed, and there was no beep when pressing the right side of the footpedal.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the ii retaining ring, repaired the ac line cord, and reconfigured the footswitch to save and print. The system operates as intended.